Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting and provided photo of the damaged part shown that nozzle's spring was angled. The replacement of the nozzle units (included in maintenance kit 5000h) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Nozzle units for the gas modules are articles of consumption. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. Evaluation of received device logs, confirmed the claimed internal leakage test failure. Our conclusion is that the replaced parts were the cause of the failure. The customer did not replace the nozzle units according to the manufacturer's established schedule (during last planned preventive maintenance) because the device was functioning properly. Therefore, the root cause to the reported issue has been determined as user error.

Event description:
Manufacturer's ref. #: (B)(4).